Event description:
Caller alleged discrepant results with inratio versus lab. Date: 2009; inratio: 3.0; lab: 2.1.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009; inratio: 3.0; lab: 2.1; mean: 2.55; confidence limits: 1.7-3.8. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits of inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time. Device was not returned for eval. No further investigation will be required. No corrective action is required as no product deficiency was established.